Event description:
A doctor noted "sloughing of the mucous" during an impression procedure using jeltrato plus. Three days later the patient presented with what appeared to be healing blisters in the mouth. No intervention was required to treat the reaction.

Manufacturer narrative:
While it is unknown if the jeltrate plus used in this case caused or contributed to the pt's symptoms, it is possbile as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.